Manufacturer narrative:
No hospital/medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The catalog number identified has not been cleared in the us, but is similar to the conquest products that are cleared in the us. The 510 k number and pro code for the conquest products are identified. (Expiry date: 12/2020). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an angioplasty procedure the outer layer of pta balloon allegedly had peeled off. There was no reported patient injury.

Event description:
It was reported that during an angioplasty procedure the outer layer of pta balloon allegedly had peeled off. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was returned for evaluation. A visual inspection found the device to have peeled outer layer throughout the length of the balloon. Therefore, the investigation is confirmed for peeled outer layer. The definitive root cause for the identified peeled outer layer could not be determined based upon the available information. An investigation is currently open to address the peeling outer layer issue. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H10: d4 (expiry date: 12/2020). The catalog number identified in section d4 has not been cleared in the us, but is similar to the conquest products that are cleared in the us. The 510 k number and pro code for the conquest products are identified in d2 and g5.